Event description:
During the robotic hysterectomy the white portion of the koh cup slipped off of the arch while the cup remained inside the pt. The cup and tip were removed and a new set put on. The catheter got jammed in the koh cup and handle and cut a whole in the catheter. The 2nd green tip stuck on the end of the handle and bent at about 45 degrees and the plastic covering came off when trying to remove the tip.

Manufacturer narrative:
The returned device had the tip bent in a manner that suggests excessive force was applied. Review of the DHR for lot# 134709 revealed no nonconformities. Please note - after gluing and assembly a 100% inspection is performed. Koh assemblies are tested with a pull force of 101bf to confirm the integrity of glued assemblies. Complaint details list that the white portion (arch) slipped back. This is known to happen if arch is not engaged as intended on the umh750 arch. This is also tested 100% in process. The catheter got jammed during manipulation only leads to the conclusion that excessive force was exerted which caused the koh-cup to peel off the glued assembly. The rumi tips rods have been previously tested to prove that it deflect with excessive force of 10 lbs or more. (B)(4).